Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that multiple filter sets have separated at the filter when infusing unspecified fluids. It was reported that the set was in use for 24 hrs. There was no report of patient harm. Although requested there are no further event details provided.

Event description:
The customer reported that multiple filter sets have separated at the filter when infusing unspecified fluids. It was reported that the set was in use for 24 hrs. There was no report of patient harm. Although requested there are no further event details provided. The event occurred in nicu.